Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician evaluated the lap top ventilator 1150. The device passed 158 hours of extended bench testing at the customer's settings. The device passed troubleshooting final test, which includes many alarm and ventilation functions. The event trace contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 1150. The customer stated that the device is not believed to have malfunctioned in any way.